Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5162455/5162457.

Event description:
It was reported that the patient was having pain at the implant sites and was having difficulty charging the ipg. The patient underwent an explant procedure. All explanted devices were discarded by the medical facility.